Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) with blood glucose of 600, 471 and 415 mg/dl and at the time when admitted to hospital was 700 mg/dl. The customer's current blood glucose was 521 mg/dl. The customer experienced symptoms such as vomiting and nausea. The customer was treated with an injection. The customer was off the insulin pump for less than 48 hours. The customer states the drive support cap appears normal. The customer performed high pressure test and it did passed. The insulin pump will not be returned for analysis.